Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. Customer treated high blood glucose with manual injection. The auto mode feature was not active at the time of incident. The infusion set had bent cannula. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.